Event description:
It was reported that the ilet displayed no glucose readings due to a cgm pairing issue while using a dexcom g7 sensor, with alarm history indicating sensor reconnecting and dosing impacted, and a subsequent attempt to pair a new sensor initiated through start sensor with a new pairing code before transfer to dexcom for further cgm support. Symptoms included absence of cgm glucose values. Outcomes included interruption of automated dosing and the need for fingerstick entry of 139 mg/dl to continue therapy. Investigation included guided troubleshooting to toggle cgm settings, confirmation and reentry of pairing codes, review of alarm history for sensor reconnecting, verification that the ilet bluetooth version was not anomalous, initiation of a new g7 sensor warm-up, and partner handoff to the cgm manufacturer. Investigation of this case revealed a cgm communication and pairing failure leading to signal loss and dosing stoppage, with no ilet hardware bluetooth version anomaly identified and the responsible device for the pairing failure not definitively determined. It was concluded, based on previously established findings for similar reports, that the cause was cgm pairing failure resulting in signal loss that interrupted dosing, with likely sensor replacement required.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.